Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, it was reported that the pt expired and the cause of expiration was reported as stroke. It was also reported that the pt's anticoagulation regiment was too high, causing the pt's inr to be high.

Manufacturer narrative:
Pt's weight was not reported to the manufacturer. A correlation between the device and the reported event could not be determined as the pump was not explanted and therefore, a full eval of the device could not be performed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.